Event description:
A philips field svc engineer found a faulty battery while servicing another device. The battery inconsistently provided power and inconsistently indicated charge status.

Manufacturer narrative:
(B)(4): a philips field svc engineer found a faulty battery while servicing another device. The battery inconsistently provided power and inconsistently indicated charge status. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.